Event description:
It was reported that the patient presented in the emergency room. Upon further interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture. The rv lead was capped and replaced on 04 jan 2024. The patient was in stable condition.